Manufacturer narrative:
Log analysis found that the e-stop on the imaging system was disengaged and initialization of the motion sub-component started. However, due to continuous prompts for the door to open by the user, the motion calibration would begin due to motion initialization failing. Log analysis found that the m button to calibration was pressed 44 times in a 50 second interval. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. During the onsite inspection, the medtronic representative reported that the issue was resolved by invalidating home and re-homing. Training may be given to the staff to ensure that the imaging system is not shut down prior to clearing the e-stop if it was turned on and not allowed to boot fully. A successful system checkout was performed which verified that the issue had been resolved.

Event description:
A medtronic representative reported that when booting up the system before surgery, it requested a motion calibration. The medtronic representative held m and ran through the calibration but the system still would not dock. He selected the "invalidate home" button and reran the calibration which resolved the issue. No patient was present during the time of the reported incident.